Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified distal circumflex artery. The opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter got stuck on a non-boston scientific (non-bsc) wire after an automated pullback of around 75mm. Placement was checked under fluoroscopy, and the distal marker had not moved, nor had the wire moved. The ivus drive shaft was advanced forward with resistance but was successful. Fluoroscopy was reviewed and found that the wire had prolapsed. The wire was pulled back and the ivus catheter was finally able to be removed with some wiggling and pulling slightly harder. The ivus catheter came out in one piece, but upon inspection, the outer sheath was heavily kinked and twisted approximately 5-6 inches from the tip of the catheter. A non-bsc catheter device was used to complete the procedure. There were no complications reported, and the patient fully recovered.